Event description:
Tingling and paresthesias lower extremity [paraesthesia]. Swelling in both knees and ankles [joint swelling]. Case description: spontaneous report received on 10-nov-2008 from a physician, via a company representative, regarding a patient with a history of previous synvisc injections, 18 months prior to the present series, and depression, who experienced swelling oedema in both knees and ankles and tingling and paresthesias after starting synvisc. The patient received injections of synvisc into both knees on (B)(6) 2008 and (B)(6) 2008. On (B)(6) 2008 she developed "swelling oedema in both knee ankles with tingling and paresthesias" which continued post injection. She was initially treated with antihistamine (unknown dose, route and frequency), but there was no relief of symptoms. She was switched to an oral hydrocortisone (unknown dose and frequency). Concomitant medication included antihistamine, oral hydrocortisone and ssri. At the time of this report the outcome of the events was unknown.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch review is not possible. It is the requirement to review all the finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.